Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer. Technical support (cts) planned to send a replacement pump, and the customer chose to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. Cts provided reset instructions, and there were no further questions.